Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v650831, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was relocated from the beltline to their lower back six months after implant. The implant scar had still not healed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.